Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The estimated remaining longevity was not as expected after prostate irradiation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting in a manner consistent with frequent prm telemetry communication. Once the interrogations cease, the power consumption will return to normal over the course of a few weeks. Later on, this ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A follow up was scheduled and a request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was suspected to be depleting prematurely. The estimated remaining longevity was not as expected after prostate irradiation. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting in a manner consistent with frequent prm telemetry communication. Once the interrogations cease, the power consumption will return to normal over the course of a few weeks. Later on, this ICD recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A follow up was scheduled. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.